Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received was a constant pump error 24 passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test. Successfully downloaded history files and traces using thump. Abnormal behavior was notes on vcc. The range the of vcc should be no more than 3.45v, however the vcc of the pump was 5.99 v. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor or force sensor. Pump error 24 was found during testing and found in the pump history on 04/15/2023 at 17:22:01.000. Pump error 24 is isolated to full stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Cosmetic damage confirmed at the keypad overlay. Pump error 24 alarms was confirmed during analysis and isolated to full stack. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported physical damage to the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.